Event description:
(B)(4). Severe abdominal pain and pelvic pain. Joint pain, leg pain, severe bleeding and spotting, bloating like I am pregnant, loss of hair, vision changes, loss of libdo, sharp abdominal pains, fatigue, weight gain.